Manufacturer narrative:
(B)(4).

Event description:
Customer states: after successful firing of idrive for duodenectomy, nurse replaced the reload with the egia60amt and checked the jaws movement, then passed the device to surgeon. The surgeon grasp stomach tissue and pushed firing button, but strange sound was heard and the device would not be activated. The jaws were opened by pushing silver button and the device was removed from the tissue without damaging it. Another device was used to complete the procedure. Operating time not extended. No additional tissue resection or damage. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. Visual examination of the staple cartridge noted that the reload was pre-fired and engaged in interlock. The jaws of the reload were open. There were staples protruding from proximal staple cartridge channel. The reload was loaded into a post market vigilance instrument for functional testing. The interlock was overridden and the reload was applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).